Manufacturer narrative:
Note: product reference 4437027 is not cleared for sales in the USA, but its catheter is similar to the product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in october 2020. Investigation results: we received for investigation a celsite access port with 2,1 cm of catheter still connected to the housing. Visual examination: the distal part of the catheter was not returned for evaluation. Only 5 puncture marks are visible inside the silicone septum. We have observed the ruptured extremity under binocular magnifier. The rupture facies is partially cut clear and shiny, this mean that this part was damaged by a sharp object. Outside this small cut, the fracture facies shows an irregular and rough aspect; this means that the material was torn at this level, leading to the complete fracture. Dimensional measures: we have measured the returned device. All measures conform to our specifications. Conclusion: according to the above mentioned elements, the catheter fracture only 1 month after the implantation, seems to be due to a small cut done by a sharp object during the implantation procedure (scalpel, needle,...). This cut has then extended until the complete rupture of the catheter due to patient's movements. It is worth noting that this cut could not have been done during the manufacturing process as it would have been detected by the physician while flushing the catheter before implantation. Catheter rupture is a known potential complication of the access port implantation. The IFU specify " during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments". This is a rare incident (<0,01%) not imputable to the device, no corrective action is envisaged.

Event description:
While performing the surgery for a patient, they discovered that the catheter of her access port is fractured approximately 1cm from its connection to the housing and was drawn into the patient's circulatory system. Immediate measures taken: x-ray image which shows the presence of the catheter in the superior vena cava, its distal end being in the right auricle. Removal of the device and cessation of the surgical procedure. Patient transferred to the interventional x-ray service of the (B)(6) for the extraction of the catheter by the endovascular route.